Manufacturer narrative:
A lot history review (lhr) of rexc1880 showed one other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that on (B)(6) 2014, the patient was inserted the catheter and the process was successful. On (B)(6) 2014, during infusion outflow was found at the puncture and then removed the catheter. Breaks were also found inside of the catheter. After that removed the catheter.